Manufacturer narrative:
Based on the claim against the product by the customer noting issues on the left eye monitor, an investigation was in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did not reproduce the reported issue. The fse replaced the high-resolution stereo viewer (hrsv) monitor to resolve the reported issue. The system was tested and verified as ready for use. An RMA had been issued requesting to have the isi device returned. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the left eye did not display the image. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the left eye did not display image. The issue occurred when the system was docked, and power cycle resolved the issue. The left eye lost its image again. The customer proceeded with the case trying to get a second surgeon side console (ssc2) from a different system. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.